Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery cat heter system (dcs) the valve dislodged slightly on the non-coronary cusp (ncc). The dislodgement was suspected due to calcium and a shallow depth. Moderate paravalvular leak (pvl) was also present. A second valve was implanted valve-in-valve and there was no residual pvl. A pre and post balloon aortic valvuloplasty (bav) were not performed. No additional adverse patient effects were reported.